Manufacturer narrative:
Initial reporter occupation is lay user/patient (patient's mother). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable inr results when comparing an unknown coaguchek xs meter to an unknown laboratory method. On (B)(6) 2021 the meter result was 4.1 inr and the laboratory result was 2.8 inr. The tests were performed at the same time. On (B)(6) 2021 at 12 pm the meter result was 3.2 inr and the laboratory result was 2.4 inr. In all cases the patient was treated based on the laboratory result. The therapeutic range is 2.5 -3.5 inr.